Event description:
It was reported that this right atrial (ra) lead exhibited oversensing and low pace impedance, less than 200 ohms. Additionally, there was pacing inhibition but no asystole as a result. The patient has also been experiencing an increase in stored atrial tachy response (atr) episodes that are not true atr, but noise displayed on the ra lead. At this time there has been no increased follow up, no chest x-ray and no in clinic check. The clinic will continue to monitor the patient remotely. The ra lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing and low pace impedance, less than 200 ohms. Additionally, there was pacing inhibition but no asystole as a result. The patient has also been experiencing an increase in stored atrial tachy response (atr) episodes that are not true atr, but oversensing noise displayed on the ra lead. At this time there has been no increased follow up, no chest x-ray and no in clinic check. The clinic will continue to monitor the patient remotely. The ra lead remains in service at this time. No adverse patient effects were reported. Additional information was received that this ra lead continues to exhibited the previously reported issues in addition to reports of failure to capture. Ts recommended the health care professional (hcp) further review this device system. At this time, the ra lead remains in-service. No adverse patient effects were reported.